Event description:
It was reported a pericardial effusion occurred. An intellamap orion mapping catheter was selected for use during a ventricular tachycardia (vt) procedure. During the procedure everything worked in a normal way. The physician was transseptal over the left atrium in the left ventricle and had a good voltage map with the orion catheter. A "substrate modification" was made with another manufacturer's catheter. After finishing, the physician noticed the pressure went down slow. Ultrasound identified a pericardial effusion. About 600 ml was aspirated from the pericardial space. The complication was not believed to be related to use of the orion; however, the exact cause of the effusion was unknown. In the evening, the patient was stable.

Event description:
It was reported a pericardial effusion occurred. An intellamap orion mapping catheter was selected for use during a ventricular tachycardia (vt) procedure. During the procedure everything worked in a normal way. The physician was transseptal over the left atrium in the left ventricle and had a good voltage map with the orion catheter. A "substrate modification" was made with another manufacturer's catheter. After finishing, the physician noticed the pressure went down slow. Ultrasound identified a pericardial effusion. About 600 ml was aspirated from the pericardial space. The complication was not believed to be related to use of the orion; however, the exact cause of the effusion was unknown. In the evening, the patient was stable. Additional information received reported another manufacturer's sheath was used, and no resistance had been felt while maneuvering the orion.